Event description:
A (B)(6) male patient underwent evar on (B)(6) 2013. The hub was not (or not properly) connected to inner cannula. It was not possible to advance top cap with hub. The surgeon had to use a clamp to advance the top cap inner cannula, what causes the risk of destroying the inner cannula. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4) - no consequences to the patient were reported. (B)(4) - advancement difficult is listed in the instructions for use. Event is still under investigation.